Event description:
It was reported that the device ruptured. The 90% stenosed target lesion was moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was an average meander with no calcified nodule. A 3.50 x 20 mm agent drug-coated balloon (dcb)was selected for the treatment of in-stent restenosis (isr) of mid rca. The lesion was predilated and prepared with a 3.50 x 15 mm wolverine balloon. Three dilations were performed at a dilatation pressure of 12 atm. During insertion of the agent device, the lesion was difficult to pass through, so the device was pushed and pulled 2 to 3 times in the coronary artery. The agent balloon ruptured during the first inflation attempt at 6 atm for 5 seconds. It was noted pinhole on the balloon. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. There were no issues were noted with the hypotube and the outer/mid-shaft sections or the inner lumen of the shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole in the mid-section of the balloon when inflated. The bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device and an attempt was made to inflate the balloon. A pinhole was located in the mid-section of the balloon. The encore device verified before and after use using the druck gauge. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device ruptured. The 90% stenosed target lesion was moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was an average meander with no calcified nodule. A 3.50 x 20 mm agent drug-coated balloon (dcb)was selected for the treatment of in-stent restenosis (isr) of mid rca. The lesion was predilated and prepared with a 3.50 x 15 mm wolverine balloon. Three dilations were performed at a dilatation pressure of 12 atm. During insertion of the agent device, the lesion was difficult to pass through, so the device was pushed and pulled 2 to 3 times in the coronary artery. The agent balloon ruptured during the first inflation attempt at 6 atm for 5 seconds. It was noted pinhole on the balloon. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.